Manufacturer narrative:
This event was reported to the manufacturer through the persist registry as not related to the device. As a pacemaker was implanted 13 days post implant, the manufacturer requested the internal medical review of this event. The event was deemed as procedure related but unknown if device related by an internal clinical review. We are therefore reporting this event in a conservative manner. Device not explanted.

Event description:
On 22 may the manufacturer was notified of the following event through the persist registry: on (B)(6) 2017 a pvs 27 mm was implanted via mini-sternotomy. On the (B)(6) 2017 the patient experienced arrhythmia and conduction disorder - av block ii -mobitz ii. A pacemaker was implanted on (B)(6) 2017 (13 days post implant).